Event description:
It was reported that 6 bd ultra-fine¿ nano¿ pen needles had outer cover attachment issues. The following information was provided by the initial reporter : the patient reported that the outer cover was loose and the pen needle detached from the pen and fell out of the outer cover. Furthermore that this was experienced in two to three devices during each 2-month period. Actual sample : discarded and no sample or photo is available.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date : unknown. Medical device manufacture date : unknown. Investigation summary : exec summary - no samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. Unable to perform complaint lot history check owing to an unknown lot number for this event. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - no DHR review can be carried out as the lot number is unknown.